Manufacturer narrative:
(B)(4) device evaluation: the report that the guide wire was damaged was confirmed. Returned were a guide wire and an advancer. The straightening tube and the cap from the advancer were not returned. It was not reported whether or not the straightening tube and cap were present when the kit was opened. The guide wire had a very slight bend 3.5 cm from the bottom of the j-bend. A manual tug test confirmed that both welds were intact. The od of the guide wire measured 0.798 mm, which met specification of 0.788 - 0.826 mm per the guide wire graphic. The length of the guide wire measured 60.2 cm, which was consistent with the guide wire graphic. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample including the straightening tube and cap. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion in the ICU, the guide wire was found damaged. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.